Manufacturer narrative:
There was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, as evidenced by previous reported events. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Please note that different pts are involved in this event and the event documented under report number 2320721-2005-00268.

Event description:
A file separated in the canal during a procedure. The canal was filled with the separated piece in place.